Event description:
It was reported that during sterilization/cleaning the device had a broken tip. No adverse consequences or procedural delays were reported to have been associated with this event.

Manufacturer narrative:
Product not available.

Event description:
It was reported that during sterilization/cleaning the device had a broken tip. No adverse consequences or procedural delays were reported to have been associated with this event.